Event description:
It was reported that balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.